Event description:
When the device was used during hemicolectomy procedure, the firing-trigger jammed. As a result, the device fired an incomplete staple line. The case was completed using another device. There were no patient consequences.